Event description:
Customer reported a blood glucose result of "over 200" on the advantage system at a time when he was symptomatic of hypoglycemia, dr had to provide (unknown) treatment to increase the customer's blood glucose level. Requested return of system, replacement sent.